Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. Per a good faith effort (gfe) response, after the medical staff restarted the ventilator, oxygen supply was normal. No parts replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device's oxygen supply is insufficient, the oxygen saturation of the patient drops to 55%, and the patient has shortness of breath. After changing the oxygen port and adjusting the ventilator, there was no improvement. Oxygen was given to the patient's mask, and the oxygen supply was normal after the ventilator was restarted. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).